Event description:
When trialing the implants, the doctor used an adm head impactor to push the hip back into the acetabulum and the yellow rubber broke on the edge.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding crack/fracture of an adm reduction tool during surgery was reported. The event was confirmed. Method & results: -device evaluation and results: material loss was observed at the tip, consistent with use. -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: a review of the complaint history database shows that there have been no other similar reported events for the subject lot code. Conclusions: the exact cause of the event could not be determined based on the information provided. The reported information that the doctor used the adm head impactor to push the hip back into the acetabulum and the yellow rubber broke on the edge. Evaluation of the returned device confirmed that there was material loss consistent with use of the device. A review of the surgical protocol indicates that when reducing the hip to "exert axial traction on the limb and pressure on the insert using the insert reduction tool." No further investigation for this event is as insufficient information was received by stryker orthopaedics. If additional information such as the operative report becomes available, this investigation will be reopened.

Event description:
When trialing the implants, the doctor used an adm head impactor to push the hip back into the acetabulum and the yellow rubber broke on the edge.